Event description:
It is reported that the device was implanted in 1997. In 2006, it is reported that there is 1.5mm poly wear on the device. The pt has not been revised.

Manufacturer narrative:
Eval summary: the standard poly liner was implanted for approx 10 years and 6 months. The device is still in-vivo, and it appears from the per that the poly has worn by 1.5 mm. X-rays/parts are not available for review. Pt details like, weight now and during implant, activity level, age, build are not available. It is not possible to determine exact cause of current situation with available info. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.